Event description:
On 06/16/2000, the manufacturuer's (MFR) sales representative informed that MFR of the following: on 06/09/2000, the facility's o.r. Buyer stated the device flush was attempted intra operatively. A leak was noticed at the device stem outlet. Another device was opened, flushed successfully and implanted. No further details were provided.